Event description:
It was reported that customer's blood glucose had been running high. Customer stated he changed everything and helped it to get down and ate and blood glucose was at 24.0/25.0 mmol/l. Customer stated issues seem to happen when he eats. Troubleshooting was done. Customer's blood glucose was 29.0 mmol/l. Customer treated high blood glucose with insulin pump and pen. Customer unable to continue to troubleshoot. Advised the customer to perform high pressure test and report back for any concern. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).